Event description:
The report indicated during afib ablation with thermocool sf catheter, the patient experienced a pericardial effusion/cardiac tamponade with blood pressure decrease treated with drainage. Information received indicated that the event occurred during used of a soundstar catheter, and the patient had pericardiocentesis, cardiac surgery, and CPR. The location of the perforation was in the right ventricle. During an afib case, a pericardial effusion was noticed. The patient became unstable while they were post-mapping a flutter. The anesthesia reported dropping of the patients¿ blood pressure. The pericardial effusion was confirmed through ice (intracardiac echocardiography) imaging. The pericardiocentesis was then performed on the patient. The patient was stable. The physician did not mention what they thought had caused the injury. The pericardial effusion was noticed while exchanging back from an ablation catheter. Ablation was conducted on the pulmonary vein and a posterior wall isolation. The stsf catheter was used prior to the pericardial effusion. An octaray catheter, stsf f curve catheter, soundstar catheter and a decanav catheter were used during the procedure. Information received indicated that the physician¿s opinion on the cause of this adverse event was soundstar catheter manipulation in the right ventricle causing pericardial effusion. The physician believed that the soundstar catheter was the cause of the adverse event, particularly when manipulating in the right ventricle prior to the pericardial effusion. The outcome of the adverse event was that the patient's condition improved. The patient required extended hospitalization because the patient required ICU care following cardiac surgery and CPR. The procedural act (activated clotting time) was 300 seconds. Three catheter exchanges were noted during the procedure. One transseptal puncture site was performed during the procedure. Transseptal puncture performed with medium curl agilis transseptal sheath and a brk needle were used to perform transseptal puncture. Number of performed rf (radiofrequency) ablations was 133. Ablations performed outside the pulmonary veins were 133. Posterior wall 21and pulmonary vein isolation was 112. No evidence of steam pop. The flow settings were 15ml/min during ablation. Correct catheter settings were selected on the generator. Pump was switching from ¿low¿ to ¿high¿ flow during ablation. Force visualization features used were graph, dashboard, vector, and visitag. Parameters for stability used were max distance change 3mm, minimum time visitag 3 sec, fot 25%, minimum force 3g. Color options used were prospectively impedance drop 2-10.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no internal action is required at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4 primary UDI number updated to (B)(4). Per internal review on 9-sep-2025, bwi updated the product investigation with the device history record review. A device history record review was performed for the finished device lot number g9481139 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).